Event description:
A problem with the speaker and vibrate function of a pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer's mother was advised to check the sound volume settings, and she confirmed they were set correctly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.